Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6) 2019. Data was provided for investigation but confirmation of the allegation could not be assessed because calibrations were not available for analysis. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session.